Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that multiple occlusions occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Cause was due to occlusions interrupting insulin delivery. A manual injection was administered to address bg. The customer reverted to an alternate method in insulin therapy.